Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant of the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead the patient experienced respiratory arrest and pulseless electrical activity. The patient was deceased. The death was attributed to heart failure and the physician confirmed that it was note a complication of the device system or procedure.

Event description:
It was further reported that the crt-d and lv lead were operating normally per programmed settings. There were no ventricular fibrillation (vf) or similar events so no device therapy was delivered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.